Event description:
The manufacturer received information alleging a ventilator's display screen is locked. The device was not in patient use. The device has not yet been received for evaluation by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator display screen that was allegedly locked. The device was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The ventilator was found to operate as designed. The manufacturer confirmed with the customer the issue was caused by user error.